Event description:
Leaked on the first fill but did not disconnect completely. In 2003 the pt leaked a bit at the beginning of apd treatment but then tightened the connection and continued on. The pt was treated at this time with antibiotics. Pt tapes their line to their bed. Additional information received from baxter indicated that the pt used proper technique when connecting to the lineo connector. The leakage stopped after tightening the connection, and the pt was treated with one dose of ancef. No pt injury was reported per baxter.